Event description:
The impella device was inserted and the pt returned to the nursing unit. During the nurse's assessment, it was noted that there was a leak at the distal end of the catheter and there was a crack at the catheter hub. The device was removed and a second device was inserted.